Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ra lead coiled and dislodged due to twiddlers syndrome. Physician decided to remove the lead and plug atrial port. Repositioned the rv lead and set the device to vvi mode. Should additional information become available, this file will be updated.